Event description:
Medtronic received information that one year at office visit post implant of the edwards parimount valve, there was worsening chronic heart failure (chf) noted. Patient was scheduled for a stress pet on (B)(6) 2019. The results were abnormal and a cardiac cath was recommended. Patient had cardiac cath procedure on (B)(6) 2019. There was 1 stent placed in the mild rca and 1 stent was placed in the rpda. Patient was discharged same day in stable condition. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).